Event description:
Elderly male with history of atrial fibrillation and recent chest pain. Procedure: left heart catheterization for non-st elevated infarction. When using the 5 french vascade, the collagen did not deploy. Manual hold with pressure for 30 minutes as a result. No known harm to patient. Manufacturer response for vascade, (brand not provided) (per site reporter). Will obtain.